Manufacturer narrative:
Concomitant medical products: product ID: 693565, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an audible alert after the patient had a magnetic resonance imaging (MRI). It was noted that the ICD was not programmed in the MRI conditional mode at the time of the scan. It was further reported that there was far field r-wave (ffrw) oversensing on the atrial lead. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.